Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had an error code b40. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following field(s): the device was returned for evaluation where the reported event was not confirmed. Device was returned and the customer's allegation was not confirmed. The device evaluation found error b40 did not occur and all functions worked properly and met the inspection. Condition of the device was bad and the inside was full of dust, thus we cleaned up all parts. B40 was not recognized. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.